Manufacturer narrative:
The event occurred outside the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Caller reported an incident of hyperglycemia and ketoacidosis requiring hospitalization. Aviva expert displayed 120-130 mg/dl at the time, does not remember results obtained with meter of hospital. Reported no action or inaction based upon a device result that caused or contributed to serious injury. No delay in treatment noted. Lot number of test strips unknown. Strips are not available for return

Manufacturer narrative:
This supplemental MDR is being submitted as a part of a retrospective review and remediation effort based on errors that occurred in the submission of mdrs for incorrect manufacturer name and/or address. A non-conformance report (ncr) ¿ 16847 to implement corrective actions was opened on january 29, 2025. Device performance and/or risk profile are not impacted.